Event description:
It was reported that this was a percutaneous vertebroplasty (th12) for fracture of the 12th thoracic vertebra on (B)(6) 2024. In the surgery, the surgeon performed the procedure and selected the appropriate stent balloon s size in question by sizing according to the procedure. After filling the balloon with 2.0 cc of contrast medium, during the filling operation for the third 2.0 cc, the atm value on the inflation system's scale meter suddenly dropped to 0 and the pressure did not increase even after filling. A clear-colored liquid material was observed flowing back from within the access needle, along with blood. The contrast agent was determined to be leaking, and the inflation system was immediately used to deflate the balloon and the contrast agent in the vertebral body and suck it up into the inflation system. After a while, a pigmented fluid that appeared to be blood was sucked up into the balloon catheter and inflation system. After sufficient contrast was sucked up from the vertebral body, a spare stent balloon size s was used. Since the stent had begun to dilate slightly inside the body, the surgeon left it in place and proceeded to dilate it by changing the balloon only. The surgery was completed successfully with 30 minutes surgical delay. The patient was reported as stable. This report involves one (1) vertebral body set/small- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: part # 09.804.600s lot # 82293648 manufacturing site: werk selzach logistik. Release to warehouse date: 13.oct.2023. Expiration date: 01.oct.2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4: primary UDI number updated h6: clinical code and medical device problem code removed the patient code foreign body and pe code foreign body left in patient. Device history review (DHR) part # 09.804.600s lot # 82293648 manufacturing site: werk selzach logistik release to warehouse date: 13.oct.2023 expiration date: 01.oct.2026 supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.